Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light/red light. The key failure is the sieve is leaking.as stated on the repair statement additional malfunction on this device: alarming or red light, power switch has no alarm.